Event description:
The territory manager (tm) of a male pt contacted lifecor customer support to report that the pt was stating that the battery packs were not charging. Support contacted the pt and the pt felt that the battery charger was not working correctly. Support sent the pt a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The connector at the base of the battery charger would not stay in the battery charger base. The connector was replaced. The battery charger was retested and restocked. The root cause of the defective power brick is unk but is likely mismating of the connectors. No adverse event resulted from the damaged battery charger. The pt received a replacement battery charger.